Event description:
On february 11, 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultramini meter had a cloudy display issue. The pt tests her blood glucose 4 times a day. She tests at mealtimes and before bedtime. The pt manages her diabetes with an insulin pump. The pt indicated that the alleged issue started on an unspecified date/time during (B) (6) 2010. Due to the cloudy display, the pt claimed that she could not see her meter readings. As a result of the alleged issue, the pt mentioned that she was able to test her blood glucose 'on and off" using her mother's unidentified meter. The pt reported a blood glucose reading of "8.6 mmol/l" obtained on her mother's meter. However, it is not known what date/time the reading was obtained. Ten days after the alleged issue began, the pt claimed that she developed symptoms of thirst, irritability, and a dry mouth. While feeling symptomatic, the pt claimed that she had gotten an unspecified blood glucose reading "above 10 mmol/l". Before the alleged issue began, the pt claimed that her blood glucose levels had never been that high. During the time of concern, the pt had adjusted her insulin based on carb counting. She reportedly did not modify her medication regimen or diet. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury 10 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.